Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a hole in the pebax. The magnetic and force features were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may contribute to the force issue reported. The root cause of the hole in the pebax could be related to the handling of the device during the procedure however this cannot be conclusively determined. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a reddish material and a hole in the pebax. These findings were reviewed and determined the issue of a hole in the pebax is an MDR reportable malfunction.